Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on contact 8 and 9 at 84 ohms. There was no troubleshooting and no interventions taken as a result of the event. There was no patient impact reported. Additional information was received: it was reported that the cause was unknown.